Event description:
The dentist reported the locator abutment had fractured.

Manufacturer narrative:
The complaint investigator's visual inspection confirmed that the iloa003 (certain® locator® abutment 4.1mm(d) x 3mm(h)) was returned fractured at approximately the 1st thread. The rounded portion that retains the overdenture, is in new condition. No lot number was provided for review, therefore no device history record review could be completed. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. The investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. A definitive root cause cannot be determined. (B)(4).